Event description:
It was reported that the customer received an incomplete bolus alert as they had not completed a bolus request. The customer then experienced an elevated blood glucose level of 498 mg/dl and subsequently went to the emergency room and they were admitted to the hospital on (B)(6) 2024. The customer was administered intravenous fluids of saline and insulin to resolve the issued. The customer was discharged the same day with the issue resolved and no permanent damage. Tandem technical support educated the customer on the meaning of an incomplete bolus alert.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.